Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling weak and was vomiting. The cgm reading went to low, but the patient was unable to take a fingerstick. The patient was brought to the hospital with an ambulance, and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 478 mg/dl. The patient stated that they had diabetic ketoacidosis, and was admitted into the intensive care unit (ICU) where she was treated with intravenous insulin. The patient stated that she was also diagnosed with a heart problem, but no further information was reported regarding this. She was given a light diet and a soda to make the readings stable. The patient was discharged after 2 days, and at that time the cgm reading was 139 mg/dl, and the blood glucose reading was 143 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at the time patient experienced the symptoms. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.